Manufacturer narrative:
The catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that prior to a fusion procedure in 2009, the pt was getting therapeutic effect from the baclofen. It was believed that the catheter may have become compromised during that procedure as the pt never received good effect afterwards. Three months later, the pt presented to the emergency room exhibiting symptoms of baclofen withdrawal which included increased spasticity, increased tightness, itching and increased pain. Her infusion rate was increased at that time and she was given oral baclofen and tranzene. The pt had no improvement, so she returned to the clinic in 2009. A 75 mcg bolus was given with no changes in therapy or symptoms. The following month, the hcp performed an entire catheter replacement. Since the pt is fused from t2 down to the pelvis, the new catheter was inserted via t1, threaded retrograde and tunneled over to the existing pump. The pump contained baclofen 2000mcg/ml at an infusion rate of 219 mcg/ml. The managing hcp had requested that the concentration be changed to 500 mcg/ml so that the infusion rate could be lowered post-op. The expected residual volume was withdrawn and replaced with baclofen 500mcg/ml; the pump was then primed. Following this, a priming bolus of 150 mcg was given. The newly implanted catheter was connected to the existing pump. After surgery, the newly implanted catheter was primed with a 91mcg priming bolus in order to get medication to the tip of the catheter. The pump was restarted at an infusion rate of 40 mcg/day. The pt's outcome was reported as "no injury". It was noted that the explanted catheter was cut at the spinal incision site; there was a clean cut that divided the catheter in half. The explanted catheters were actually two catheters that had been spliced together. There was no obvious nick, tear or chink with the explanted catheter that could be visualized during surgery.